Manufacturer narrative:
Performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump suspended due to the sensor reading low reading below 40 mg/dl, however when the customer checked her blood glucose it was 201. Customer attempted to calibrate and the device alerted change sensor. Troubleshooting was performed. Customer is returning the sensor for analysis.